Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: mck femoral-rm-ll-sz 4; cat#:180514 ; lot#: 3hb5-1. Mck tibial baseplate-rm/ll-sz 5; cat#:180615 ; lot#: 0000951218. Simplex hv us 1 pack; cat#: 6194-1-001 ; lot#: 110aa903jb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Dr. Performed an I&d and revised a mako tibial insert that was originally done by dr. On (B)(6) 2021 due to infection. Right knee.